Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event.

Event description:
The patient reported the personal diabetes manager (pdm) overheats when charging. The pdm left marks on the patient's dresser due to the heat. The screen would also go black. The patient decided to stop using the pdm. The patient has received a new battery for the pdm. No impact to the patient's blood glucose levels or patient adverse consequence was reported.